Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2012. (B)(4).

Event description:
It was reported that atrial thresholds were elevated during a routine device check. The atrial output was increased and the right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.